Event description:
The customer reported that a flame was emitting from the back of the device. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed excessive eschar and blood within the jaws. The device was activated in the monopolar and ligasure mode. No flame was seen during these activations. The switches on the device did not show evidence of the reported flame. We were unable to confirm the customer's report. There is no trend for this issue.